Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. A taxus liberte stent of unknown size was successfully implanted in the mid circumflex artery. Two days later, the patient presented with stent thrombosis. No additional patient complications were reported. Additional information was requested but is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned therefore product analysis was not possible. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B) (4)